Event description:
Per the info provided to co by the physician's office, through means of co's intl rep, the device was removed as "one cylinder defective". As reported to co, the entire device was removed; it is unknown if it was replaced.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 6/10/93 and removed on 6/20/96 due to a cylinder defect. The diagram on the enclosed info indicates that the defect was noted in one of the cylinders bladders. A pump, two cylinders with rear tip extenders, and a reservoir were returned for evaluation. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed three sites of leakage. The first two sites of leakage are observed in cylinder #1's exiting tubing. Each site was examined and found to be made up of several small separations. Examination of the surfaces of these separation revealed markings indicating contact with sharp instrumentation i.e. Hemostat. The third leakage site is observed in the bladder of cylinder #2, confirming the observations made by the physician. The site consists of two separations. Examination of the surfaces of the separation revealed markings indicating contact with sharp instrumentation i.e. Needle. Because these components were released according to manufacturing and quality control procedures, qa concluded that the observed damage occurred subsequent to the device packaging being opened. Because leakage from the three sites noted would have occurred only when the cylinders were inflated, and because the info received was limited, qa is precluded from determining the sequence of events, or factors leading to the observed separations.